Event description:
Subcutaneous leak was found. The indwelling period was 141 days. The PICC was placed on (B)(6) 2010 via the left median cubital vein for chemotherapy use. Used medications are: filgrastim (gran), antibiotics, cytarabine (cylocide), etoposide (lastet), vincristine sulfate (oncovin), and steroids. The placed PICC was flushed 3 times a week and after each infusion. On (B)(6) 2010, subcutaneous leak was noted during blood infusion. The damaged (proximal) part of the PICC was cut off and new connector was re-attached. The PICC with new catheter connector is still actively used.

Manufacturer narrative:
A groshong 3 fr single lumen PICC catheter was returned for evaluation. The overall length of the assembly is 5.3 inches in length. During hydraulic pressurization, a small pinhole leak was observed emanating from the 29 cm depth marker. The complaint of a leak is confirmed. It should be noted that the pinhole leak is only observed during hydraulic pressurization. The exact mechanism of damage is undetermined at this time. The distal section that contains the valve and manufactured tungsten plug was not returned for evaluation. A chr is not possible as no manufacturing lot number information has been provided by the complainant.